Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via external visual inspection, which revealed damaged pin on port 2. Analysis of the device revealed that the device failed to meet specifications; fail visual examination due to damaged pins inside the controller port 2 connector prevents the battery from making a proper electrical connection when the battery is connected to the controller port 2. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is the controller being dropped by patient which likely contributed to the event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical personnel that a patient experienced a "pin on battery port 2 has been deformed" from a possible impact . The controller recognizes the battery but will have a critical electrical fault alarm. When the controller was connected to the monitor it was not possible to download the log files, to program the back-up controller the monitor had to be re-started. The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided.